Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the down arrow was not working. The customer¿s blood glucose level was 12 mmol/l at the time of incident. Customer stated that the insulin pump had time clock anomaly. Advised the pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.